Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. Follow-up will be sent in as soon as investigational report is available.

Event description:
(B)(4). Event took place in (B)(6) and has not been reported to (B)(6) authorities. Tentative translation/summary: upon removal of the catheter additional/unusual force had to be used; inner coil got loosened, was torn out of catheter.